Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included c-section ((B)(6) 2008 (twin pregnancy)), gravida (3) and parity 3. Concurrent conditions included cervical dysplasia, contusion of breast, vaginitis, vaginal irritation, multiple gastric ulcers, amenorrhea, breast pain, urinary infection, blood prolactin increased and weight gain. Concomitant products included topiramate (topamax) from 2010 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vag discharge"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), allergy to metals ("nickel allergy"), vaginal infection ("vag infect") and cystitis ("bladder infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)/robot laparoscopic salpingectomy bil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved, the menorrhagia, allergy to metals, vaginal infection, cystitis, vaginal discharge, hormone level abnormal, headache, fatigue, vaginal haemorrhage and nausea outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal date provided as per ppf : 42860 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, dyspareunia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. All information from case (B)(4) (MFR number 2951250-2020-06860) has been transfer to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included c-section ((B)(6) 2008 (twin pregnancy)), gravida (3) and parity 3. Concurrent conditions included cervical dysplasia, contusion of breast, vaginitis, vaginal irritation, multiple gastric ulcers, amenorrhea, breast pain, urinary infection, blood prolactin increased and weight gain. Concomitant products included topiramate (topamax) from 2010 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vag discharge"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), allergy to metals ("nickel allergy"), vaginal infection ("vag infect") and cystitis ("badder infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)/robot laparoscopic salpingectomy bil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved, the menorrhagia, allergy to metals, vaginal infection, cystitis, vaginal discharge, hormone level abnormal, headache, fatigue, vaginal haemorrhage and nausea outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal date provided as per ppf : 42860. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, dyspareunia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vaginal infection ("vag infect"), cystitis ("badder infect"), vaginal discharge ("vag discharge"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the menorrhagia, allergy to metals, vaginal infection, cystitis, vaginal discharge, hormone level abnormal, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: removal date provided as per ppf : 4286. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was updated with new events. Following events were added : dysmenorrhea, dyspareunia, pain pelvic, abdominal pain, back pain, menorrhagia, nickel allergy, badder infect, vag infect, vag discharge, hormonal changes, migraines, headaches, fatigue,plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included c-section (B)(6) 2008 (twin pregnancy), gravida (3) and parity 3. Concurrent conditions included cervical dysplasia, contusion of breast, vaginitis, vaginal irritation, multiple gastric ulcers, amenorrhea, breast pain, urinary infection, blood prolactin increased and weight gain. Concomitant products included topiramate (topamax) from 2010 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vag discharge"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), allergy to metals ("nickel allergy"), vaginal infection ("vag infect") and cystitis ("badder infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)/robot laparoscopic salpingectomy bil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved, the menorrhagia, allergy to metals, vaginal infection, cystitis, vaginal discharge, hormone level abnormal, headache, fatigue, vaginal hemorrhage and nausea outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: removal date provided as per ppf : (B)(4). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, dyspareunia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs & mr received. Date of explant added. New event abnormal bleeding (vaginal, menorrhagia) was added. Onset date of events were added: menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, vaginal discharge. Severity of the events pelvic pain, abdominal pain and back pain were added. Outcome of the event migraine was changed to recovering from unknown. Reporter information, medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.